Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Title the inability of regional oxygen saturation monitoring in a patient with alkaptonuria undergoing aortic valve replacement source departments of anaesthesia and intensive care medicine and cardiothoracic surgery (586-588). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the patient with alkaptonuria was admitted for aortic valve replacement because of severe symptomatic valve stenosis. The unit had low rso2 readings. There was patient involvement but no information on patient outcome.